Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance meausurements of greater than 125 ohms. An x-ray was taken which did not yield any significant findings. A revision procedure was performed where no issues were seen upon pocket opening. Subsequently the ICD was explanted and the rv lead was surgically abandoned. No addtiional adverse patient effects were reported.